Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose level was unknown. Insulin pump wil not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement and active current measurement tests. The pump was received with a pump error 75 during the self test and failed sleep current measurement due to internal battery connector not properly plugged in. After plugging in the internal battery connector properly, unit passed the self test and sleep current measurement was within specification. No pump error 68 anomalies noted during testing.